Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed to the set using the naked eye which revealed a cut in the tubing. The reported condition was verified. The cause was determined to be an incorrect placement of the set into the packaging machine cavity and subsequent missed product verification by the packaging machine operator during the manufacturing process. There are sensors to detect if the product is not properly placed and these have specific alarms to alert the machine operator to verify that the product is placed properly; otherwise the packaging machine blades will cut the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) clearlink continu-flo solution set leaked due to a hole in the tubing. No further detail was provided regarding the process step at which this was identified. There was no patient involvement. No additional information is available.